Event description:
Customer reports that he obtained results of 209 mg/dl, 210 mg/dl and hi within a minute on the same device. No action was reportedly taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.